Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please explain how many devices present the issue (breakage needle)? Two impacted products. No further information could be gathered because contact information wasn't provided by reporter. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Events reported via: 2210968-2021-11247.